Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2267/2367 (air in line) during fill 4 of 5 on the home choice (hc). The technical service representative (tsr) explained the alarm. The home patient (hp) had an unused line open. The hp cycled the power to the se 2367 and the tsr assisted the hp to retrieve the cassette. The tsr advised the hp to let the registered nurse (rn) know about the alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and was determined to be use error, due to an open clamp. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional relevant information is received, a follow-up will be submitted.